Manufacturer narrative:
After further review of additional information received the following sections b4, d4, g3, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. The loosening reported in this event was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. This device is used for treatment not diagnosis.

Event description:
It was reported that a obese female patient received a total knee implant on an unknown date. A revision of the implant was completed due to loosening. The patient's outcome following the revision was reportedly good. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00670 and 1038671-2017-00671.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to aseptic loosening.